Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the correction factor and carbohydrate ratio settings had been inaccurately entered into the pump by the customer. Customer's blood glucose (bg) levels ranged from 350-400 mg/dl. A correction bolus was delivered to address bg. Customer met with healthcare provider on (B)(6) 2019 to correct the settings. Recommendation was made to consult with healthcare provider regarding diabetes management.